Event description:
On (B)(6) 2013, the patient reported that his infusion set was leaking insulin where the cannula connects to the headset. He noticed the leak because his shirt had become wet. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
A visual inspection and tests for click, flow and leak were performed on the returned used sample. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.